Manufacturer narrative:
Additional investigation will be provided once investigation has been completed.

Event description:
It was reported that the locking caster failed. Additionally, it was reported that the cart tipped over spilling equipment to the floor, and the monitor hitting patient on the surgical table.